Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient desired to have bilateral coverage. It is unknown if the patient had bilateral coverage when initially implanted. Subsequently, the patient underwent surgical intervention where the lead was explanted and replaced with a different model. The patient reported effective bilateral coverage postoperative. Concomitant medical products: model 3609, scs ipg, model 3341, scs extension, model 3246 (2), scs lead. Please note: the implant dates for these devices are unknown. In addition, (expiration date) and (device manufacture dates) are unknown.